Event description:
Routinely checked whether the defibrillator could be used normally. When printing the test paper, the maintenance indicator light was always on, and the display occasionally had a white screen. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).